Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the second-stage revision was performed approximately 6-months post first-stage revision due to an unspecified infection. Per correspondence, the surgeon did not fault the devices as they "were intended to be removed when implanted¿. It was communicated that an attempt was being made to recover the stem, but it was ¿likely thrown out¿ and no further information was available for inclusion in the medical investigation. Reportedly, the clinical root cause of the 2-stage revision was an infection; however, the root cause of the infection could not be assessed. The patient impact beyond the reported infection and subsequent 2-stage revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available in the future, this case may be re-opened/re-assessed. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a hip replacement surgery had been performed on (B)(6) 2020, the patient experienced an unspecified infection. This adverse event was solved by performing a two revision surgeries, the latest on (B)(6) 2021. Current health status of patient in unknown.